Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began at around 9 a.m., on (B)(6) 2018. The patient claimed obtaining blood glucose readings of ¿444, 181 and 247 mg/dl¿ with the subject device, performed more than 20 minutes apart. Lfs cannot determine an inaccuracy from the information provided as the time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with self-adjusted insulin (lantus and humalog, doses not specified) and she reported that in response to the alleged issue, she administered her usual dose of insulin based on a sliding scale; however, she did not specify the specific dose she administered at this time. The patient advised that approximately an hour after the alleged inaccuracy issue occurred, she had a ¿seizure¿ and ¿almost passed out.¿ the patient advised that emergency medical services (ems) were contacted and upon arrival at around 10:30 a.m., on (B)(6) 2018, they tested the patient¿s blood glucose using their device and reportedly obtained a reading of ¿80 mg/dl¿. The patient denied receiving treatment and reported that ems performed a blood glucose test only. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing and noted that an approved sample site was used to obtain the result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering an unspecified dose of insulin based on the blood glucose readings obtained with the subject device.